Manufacturer narrative:
An investigation has been opened to review device history record, risk documentation, and case imaging. A follow-up report will be submitted upon completion of the investigation. This complaint is being reported because the patient reportedly experienced a serious injury during a procedure in which the manta vcd was used to close the femoral access site. The serious injury necessitated medical intervention to preclude permanent impairment of a body function r permanent damage to a gody structure. The manta vcd instructions for use includes precautions that include: in the event that bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. Adverse events related to the deployment of vcds have been identified and include: access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention.

Event description:
The patient underwent a transcatheter aortic valve replacement (tavr) procedure on (B)(6) 2020. Ultrasound guidance was used to obtain access to the right common femoral artery, which CT scan showed to be 7.0 mm in diameter. Post-access angiogram confirmed appropriate access location. Puncture location determined the vessel depth to be 6.5 cm. The operator had difficulty inserting the introducer sheath and the patient expressed severe discomfort. The tavr procedure was unremarkable. The manta vascular closure device (vcd) deployment was technically accurate. However, extensive bleeding from the access site persisted after deployment. Manual compression was implemented at the access site to induce hemostasis. Angiogram showed occlusion in the iliac artery 10.0 cm proximal to the access site where the manta vcd radiopaque lock was visible. A catheter and wire were advanced from the contralateral side which restored blood flow to the common femoral artery. Follow-up angiogram showed occluded profunda formis artery and superior femoral artery as well as a large defect to the common femoral artery that appeared occlusive. Micro-puncture needle and sheath was used to obtain a second access in the right superior femoral artery, distal to the original access site. Angiogram showed restored flow to the superior femoral artery and profunda femoris artery. Occlusive defect was present and limited to approximately 2.0 cm above and 2.0 cm below the access site. The angiogram also showed the radiopaque marker about 1.0 cm away from the access site. The access site was ballooned for five minutes without any evidence of "waist" or "dog-boning" defect of the balloon. Blood flow was restored and there was visible evidence of stenosis at the access site as well as a defect of the vessel below the radiopaque marker that did not appear to be occlusive in nature. Intravenous ultrasound was used to evaluate the condition for the superior femoral artery, common femoral artery and iliac artery. Dissection was noted just proximal and distal to the access site and an occlusive defect was noted at the access site. The superior femoral artery was ballooned again with a 5.0 mm x 120.0 mm balloon. An angiogram confirmed active bleeding at the access site. A stent was placed at the access site resulting in successful hemostasis. The patient was reported to be "stable" at the close of the procedure.

Manufacturer narrative:
As reported, the operator found it difficult to insert the introducer sheath and the patient was experiencing severe pain. The IFU specifically warns not to use manta if there is difficult dilation from the initial access. Following the manta deployment, it was reported that there was extensive bleeding present and post-closure angiograms revealed occlusions proximal to the site in the iliac artery, occlusive defects as well as dissection appearing above and below the access site, and the lock positioned about 1.0cm away from the access site. A stent was placed to remediate the bleeding following several unsuccessful balloon inflations. The risk of failing to achieve hemostasis and access site complications leading to bleeding, placement of a covered stent and / or endovascular intervention is written in the IFU along with ischemia of the leg, stenosis, arterial damage and possible vessel lacerations or trauma specifically called out as possible adverse events requiring medical intervention. Risk documentation has been reviewed and this is a known risk of the device. The root cause of the extended hemostasis is likely from the dissections which were most likely caused by the significant difficulty met introducing the procedure sheath (prior to insertion of the manta), which was noted in the case report. Risk documentation was reviewed and this incident is a known risk. The occurrence rate for this type of incident remains below current risk documentation acceptable levels. Based on the information reviewed, there is no indication of product quality issue with respect to manufacture, design, or labeling.